Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During deployment of the first clip (lot: 41216a1037) it was noted there were difficulties removing the lock-line. The resistance was noted when the lock-line was retracted approximately 90-100cm. To troubleshoot, heparin flush was increased and greater force was applied in an attempt to remove the lock-line. The lock line could not be removed. The clip (lot: 41216a1037) was opened and removed from the patient. A second clip was successfully implanted, reducing the mr grade to 1-2. A third clip was prepared to further reduce the mr. During the grasping attempts, the third clip became entangled with the posterior leaflet. Troubleshooting attempts were made to release the posterior leaflet. After several attempts, the third clip was able to be freed, however it was noted that the mr grade increased to 3. The physician confirmed tissue damage of the posterior leaflet in the central position. The third clip was deployed in the central-lateral position, however the mr grade remained at 2-3. A fourth non-abbott device was implanted between the second and third clips. The final mr grade was 1.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During deployment of the first clip (lot: 41216a1037) it was noted there were difficulties removing the lock-line even with greater force applied. The resistance was noted when the lock-line was retracted approximately 90-100cm.to troubleshoot, heparin flush was increased and greater force was applied in an attempt to remove the lock-line. The lock line could not be removed. The clip (lot: 41216a1037) was opened and removed from the patient. A second clip (lot: 50129r1090) was successfully implanted, reducing the mr grade to 1-2. A third clip (lot: 50128r1023) was prepared to further reduce the mr. During the grasping attempts, the third clip (lot: 50128r1023) became entangled with the posterior leaflet. Troubleshooting attempts were made to release the posterior leaflet. After several attempts, the third clip (lot: 50128r1023) was able to be freed, however it was noted that the mr grade increased to 3. The physician confirmed tissue damage of the posterior leaflet in the central position. The third clip (lot: 50128r1023) was deployed in the central-lateral position, however the mr grade remained at 2-3. A fourth non-abbott device was implanted between the second and third clips. The final mr grade was 1.

Manufacturer narrative:
All available information was investigated, and the reported jammed lock line was confirmed via device analysis. Additionally, the lock line was observed to be knotted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the observed knotted lock line was unable to be determined. The reported jammed lock line was a result of the knotted lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.